Event description:
Cardiology practice is currently dealing with its pts who fall under this most recent ICD safety advisory. Yesterday, rptr saw a pt whose device (insync marquis) was not listed as an alert device, however it was totally non-functional. Rptr notified the co, and they assured them that the FDA would be notified about this. They also told rptr that this particular pt's battery was mfg after the dates of the devices under the alert. According to medtronic's follow up recommendations, rptr should replace the ICD's in pts who are pacemaker dependent, who receive frequent therapies or those who cannot psychologically cope with having a device on alert. Otherwise, they have laid out increased monitoring recommendations which involve a pt listening for an audible tone. In rptr's elderly population, at least some of the pts cannot hear the tones, therefore, rptr was recommending that those pts also undergo a generator replacement. To date, rptr has seen 5 pts with devices on alert, and four of the five will require generator changes for the reasons mentioned above. (This does not include the one pt mentioned earlier, whose device was not included in the list of devices on alert.)